Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The tigerpaw system ii device's distal pins were not connected. A 4.0 prolene stitch was used to complete occlusion. There was no bleeding based on this event. There were no patient negative effects.